Event description:
Analysis was completed on the returned generator and it was found to be at expected end of service. Therefore, it is likely that the increased seizures were due to expected end of service as initially reported.

Event description:
Further information reveals that the explanted device was discarded and cannot be returned to the manufacturer for analysis. No further information is available regarding event.

Event description:
Further information reveals that the device is available for return to manufacturer. Explanted generator was returned to the manufacturer, but analysis is pending. Information from physician also clarified that the believed cause of the seizures was clinical end of service and the generator was changed prophylactically. The physician does not always trust the eri flag and will change the generator if seizures increase as a general policy.

Event description:
It was reported that the pt was hospitalized for increased seizures and the physician was unable to interrogate the generator. It is unk if the seizures are above or below pre-vns baseline. Reporter states pt's increase in seizures is likely due to generator end of service, but this is not confirmed. The pt underwent generator replacement surgery. Attempts for further info and product return have been unsuccessful to date.